Event description:
It was reported to philips that the customer could not power up the equipment. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system would not turn on. The field service engineer (fse) visited onsite and upon functional testing, the fse checked the universal transfer switch box and found the circuit breakers for l1, l2, and l3 were tripped. To resolve the issue, the fse reset breaker. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.